Manufacturer narrative:
No product evaluation was performed with this comaplaint, as no sample was available to return. However, a photo of the product was taken prior to discard. From the photo provided, it is obvious that the tubing detached from the mainbody assembly of the minicap transfer set. This is a friction fit, but requires a strong force to detach. The root cause for the detachment is not known.

Event description:
Baxter reports a patient awoke from sleep to find his minicap transfer set broken into 2 pieces after 3-4months of use. The patient reports, the tubing separated from the twist clamp and fluid leaked from the tubing onto the patient's bed. Per affiliate, a transfer set change was performed and no patient injury or medical intervention resulted from the incident.